Event description:
A nurse reported noticing fluid between the system panels and below the fluidics module during a procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample is not expected to return. A root cause has not been identified. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).